Event description:
Spoke w/pt who attempted to titrate up on sq remodulin however pump would not increase. Pt wasted one syringe of remodulin. Advised pt that we will send new pump to home address, no sig required. Counseled pt to stay on current pump and current dose/rate until new pump is received. Pt v/u. Serial number of malfunctioning pump (B)(4). Dose or amount: 21 ng/kg/min. Frequency: continuous. Route: sub q. Dates of use: (B)(6) 2018 to ongoing.